Event description:
During an atrial fibrillation procedure, it was reported that current leakage error was displayed on the carto 3 system. The cable was exchanged with no resolution. The issue was resolved by exchanging the thermocool sf nav uni-directional catheter. The procedure was completed successfully without any patient consequences. On (B)(6), received additional information requested from bwi representative stating that the signal loss occurred on all the channels, including the 12 leads of body surface and all intracardiac recordings, on both carto and recording systems at the same time. Based on the additional information received, the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected arrhythmia that can be life threatening. Therefore, this complaint was determined to be reportable. Awareness date changed from (B)(6) to (B)(6), 2014

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that current leakage error was displayed on the carto 3 system. The cable was exchanged with no resolution. The issue was resolved by exchanging the thermocool sf nav uni-directional catheter. The procedure was completed successfully without any patient consequences. The returned device was visually inspected upon receipt and was found in good physical condition. Per the event, the catheter was tested for electrical performance and found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was not confirmed.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).